Event description:
The physician was attempting to deliver an endeavor resolute rx drug eluting stent to a lesion in an unknown vessel of the left coronary system with 95% stenosis. The degree of tortuosity and calcification were not reported. The lesion was pre-dilated. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion. There was no resistance encountered at the lesion. The physician used a new resolute device (4.00mm x 24mm) to complete the surgery. The patient is good. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the device was returned with a non-medtronic sheath and stylette covering the stent. It was not possible to remove the non-medtronic sheath and stylette from the device as the stylette was stuck in the inner lumen. The stylette was cut to inspect the distal tip and stent. The distal tip was flared. A number of struts on the 1st proximal segment were raised and pulled proximally over the inner shaft marker. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent deformation. Stenosis. Conclusion: stent deformation. Stenosis. (B)(4).